Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable; therefore, a device analysis could not be completed. A batch review was performed for lot number h14h03068 with no issues found related to the manufacturing of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line during initial drain of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the event. The technical service representative recommended to the home patient that they end therapy. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no injury or medical intervention indicated at the time of the report. No additional information is available.